Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, it was found that the device had reached the elective replacement indicator (eri). The suspected cause of the eri was premature battery depletion. The device was explanted to resolve the event. The patient was stable.

Manufacturer narrative:
The field complaint of premature discharge of battery was not confirmed. The device was received in normal working condition. Analysis of the device image indicated that autocapture was enabled. When automatic settings, such as autocapture, are programmed, the device output adjusts to accommodate the patient¿s needs for pacing, and thus affects the estimated longevity of the device. Further analysis performed exhibited normal device characteristics, with battery voltage still above eri (elective replacement indicator) level. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.